Event description:
It was reported that a malfunction alarm occurred. The customer reverted to a backup pump for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.